Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) was stuck on the application bootup screen and was displaying a "network error/ disconnect" error message. This occurred after the facility experienced a power outage. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: multiple attempts were made to contact the customer, but no response was received. Based on the available information, a definitive root cause could not be identified. Although not definitive, it is possible that a ups or a network switch may have failed after the power outage. Ups failure may cause connected network devices to not power on, and a network switch failure may cause devices to not connect to the network.

Event description:
The customer reported that their central nurse's station (cns) was stuck on the application bootup screen and was displaying a "network error/ disconnect" error message.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is stuck on the application boot up screen with a message that reads " network error/ disconnect". This occurred after the facility experienced a power outage. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) is stuck on the application boot up screen with a message that reads " network error/ disconnect".